Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for two (2) patients involving the access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same access 2 immunoassay system and obtained a result within the normal reference range. A second sample from the patient was also analyzed twice on the same access 2 immunoassay system and lower results within the normal reference range were obtained. The results for patient two were reported outside of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. This report is related to results obtained on (B)(6) 2015 for patient two. MDR 2122870-2015-00061 will address the results for the first patient obtained on (B)(6) 2015. Quality control (qc), calibration curve and a system check were all recovering within expected ranges and parameters. The patient's samples were collected in both a lithium heparin plasma tube and a serum tube. The samples were centrifuged between 3,000 and 4,000 rpm (revolutions per minute) for eight (8) minutes. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to access the customer's instrument. The fse discovered during priming that there was air being introduced into the wash pump. The fse cleaned the wash pump and noticed that there was excess movement between the rotor shaft and ceramic disc. This was allowing air to enter the wash pump. The fse replaced the rotor. All verification testing passed within the published performance specifications. In conclusion, the rotor is the cause of the event as it was allowing air to enter the wash pump. Bec internal identifier for this event is (B)(4). All mdrs associated with this event: 2122870-2015-00061; 2122870-2015-00062.